Event description:
A doctor alleged that patients had experienced the debonding of restorations after placement using the nx3 cement and the optibond xtr products. This is the second of two (2) reports.

Manufacturer narrative:
Patient specifics with regard to gender, age and weight were not provided by the doctor. Multiple attempts were made to contact the doctor's office on (B)(6) 20 to obtain further information including health status of the patient; however, the doctor office has remained unresponsive. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.